Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device. It is unknown whether the customer noted a trend arrow on the device. The customer experience seizure and a loss of consciousness and self-managed to take sugar then administer nova rapid insulin (dose unknown) for treatment. The customer also noted and taking levemir insulin (long-acting insulin). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.